Event description:
During the atrial fibrillation procedure, an additional access site was required for replacing the device and the procedure continued without any consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. Both the formed curve and sideport orientation of the sheath were consistent with specifications; the dilator manufactured curve was correctly orientated with the dilator hub and depth markings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also received. The sheath distal tip had been bent. The dilator distal tip had no visible damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip bend remains unknown.